Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable high testosterone ii assay results with multiple patient samples tested on a cobas 6000 e601 module. Sample 1: the initial result was 1.10 ng/ml. The repeat result was 0.600 ng/ml. Sample 2: the initial result was 0.952 ng/ml. The repeat result was 0.489 ng/ml. Sample 3: the initial result was 1.22 ng/ml. The repeat result was 0.732 ng/ml. The questionable high results were not reported out. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) performed multiple site visits and corrective actions. He adjusted the microparticle agitator, gear pump pressure, exchanged the cell, decontaminated the pipettes, and verified that the degasser was working properly. No further issues were reported since the service visit. The investigation determined the issue was hardware-related, and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.